Event description:
The micro sagittal saw was sent in for eval due to overheating during testing. The event occurred during a routine maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
During failure analysis, third party repair work was noted.